Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address back-out of the screws resulting in soft tissue irritation.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for screws backing out for both of the reported part and lot number combinations. (B)(4), the manufacturing facility, stated the lot history records were reviewed for completeness during the release process to inventory. At the time of release for distribution no discrepancies were noted for the products being accepted. Review of the as400 system show that at least 33 other devices from the reported lots have been delivered and/or invoiced and can be reasonably concluded implanted without issue. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.